Event description:
Product alert indicated there may be a problem with tampering with the plastic door by flexing the door of the infusion pump and gaining access to the syringe/vial of medication. We have had no instance of door tampering, but biomed contacted hospira as we have these pumps in our facility. Q4 13, hospira will begin the process to correct all devices that have reported tampering.======================manufacturer response for hospira lifecare pca, lifecare pca 3 (per site reporter).======================no need to return the pumps, but staff education occurred.